Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 341 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 341 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old patient who had essure inserted (lot no. C51080) for female sterilisation. The patient had a medical history of parity 2, gravida ii, pap smear abnormal, obesity, depression, constipation, parity 2, multi gravida and latex allergy. Previously administered products included: depo provera, ibuprofen, ativan, buprofen, lorazepam and miralax. The patient had a family history of breast cancer and hypertension. The only concomitant product mentioned was mirena intrauterine device (levonorgestrel) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 341 days after essure insertion, the patient underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy. Removal of essure coils). The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2016: she used mirena iud years ago and states that she had changes in mood as well. She does note that she has been on antidepressants in the past, but no current medications. (B)(6) 2016 : first saw patient in may and recommended trial of mirena iud. This was inserted and then she presented requesting removal less than week later due to pain. She declines all other forms of birth control and given failed essure requests salpingectomy. She requests bilateral salpingectomy and removal of both essure coils. She has been using condoms 100% of the time for birth control since mirena removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.681 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingography signs/symptoms:s/p essure procedure history: essure procedure performed months ago. Question tube patency. There is visualization ofthe right tube through its fimbriated end with asmall amount of peritoneal spill demonstrated. On the final images, there is also visualization ofthe left tube ofunknown peritoneal spill is recognized on the left side. The nght wire is seen within the tube and does not project into the endometrial cavity. The left lower however does project in the endometrial cavity. Filling defects within the uterine cavity related to air bubbles. Impression: occlusion of either tube has not been achieved. Discussed findings with the patient ofnght side tubal patency but did recognize the left tube patency at the time ofthe images performed on the fluoroscopic screen. On closer inspection, at the time ofdictation, the left tube is identified.; on (B)(6) 2016: exam: hysterosalpingography history: pressure placement. Question tube patency. Comparison: (B)(6) 2016 demonstrating right tubal patency spill on the night side is seen, identifying the fimbriated end ofthe tube initially, and subsequently with peritoneal spill. No spill is seen on the left side. Impression: the right essure wire is within the tube, not projecting into the endometrial cavity. It does not occlude the tube, where right-sided peritoneal spill is demonstrated. These findings were reviewed with the patient. [Pathology test] on (B)(6) 2016: fallopian tube ligation diagnosis: specimen #1 - left fallopian tube with essure wire, bilateral salpingectomy: - fallopian tube with no diagnostic abnormalities, full cross-section demonstrated. Specimen #2 - right fallopian tube with essure wire, bilateral salpingectomy clinical history: displaced essure coil. Gross description: left fallopian tube with essure wire: two metallic elongate and coil-shaped structures are also identified separate from the fallopian tube segment. Right fallopian tube with essure wire: there are also two metallic coil-shaped structures measuring 1.2 and 5.0 cm in length. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device dislocation (10064684). The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. Event device dislocation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old patient who had essure inserted (lot no. C51080) for female sterilisation. The patient had a medical history of parity 2, gravida ii, pap smear abnormal, obesity, depression, constipation, parity 2, multi gravida and latex allergy. Previously administered products included: depo provera, ibuprofen, ativan, ibuprofen, lorazepam and miralax. The patient had a family history of breast cancer and hypertension. The only concomitant product mentioned was mirena intrauterine device (levonorgestrel) since on (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 341 days after essure insertion, the patient underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy. Removal of essure coils). The reporter considered medical device removal to be related to essure administration. The reporter commented: on (B)(6) 2016: she used mirena iud years ago and states that she had changes in mood as well. She does note that she has been on antidepressants in the past, but no current medications. On (B)(6) 2016 : first saw patient in may and recommended trial of mirena iud. This was inserted and then she presented requesting removal less than week later due to pain. She declines all other forms of birth control and given failed essure requests salpingectomy. She requests bilateral salpingectomy and removal of both essure coils. She has been using condoms 100% of the time for birth control since mirena removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.681 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingography signs/symptoms:s/p essure procedure history: essure procedure performed months ago. Question tube patency. There is visualization of the right tube through its fimbriated end with a small amount of peritoneal spill demonstrated. On the final images, there is also visualization of the left tube o unknown peritoneal spill is recognized on the left side. The right wire is seen within the tube and does not project into the endometrial cavity. The left lower however does project in the endometrial cavity. Filling defects within the uterine cavity related to air bubbles. Impression: occlusion of either tube has not been achieved. Discussed findings with the patient of right side tubal patency but did recognize the left tube patency at the time of the images performed on the fluoroscopic screen. On closer inspection, at the time of dictation, the left tube is identified.; on (B)(6) 2016: exam: hysterosalpingography history: pressure placement. Question tube patency. Comparison: on (B)(6) 2016 demonstrating right tubal patency spill on the night side is seen, identifying the fimbriated end of the tube initially, and subsequently with peritoneal spill. No spill is seen on the left side. Impression: the right essure wire is within the tube, not projecting into the endometrial cavity. It does not occlude the tube, where right-sided peritoneal spill is demonstrated. These findings were reviewed with the patient. [Pathology test] on (B)(6) 2016: fallopian tube ligation diagnosis: specimen #1 - left fallopian tube with essure wire, bilateral salpingectomy: - fallopian tube with no diagnostic abnormalities, full cross-section demonstrated. Specimen #2 - right fallopian tube with essure wire, bilateral salpingectomy clinical history: displaced essure coil. Gross description: left fallopian tube with essure wire: two metallic elongate and coil-shaped structures are also identified separate from the fallopian tube segment. Right fallopian tube with essure wire: there are also two metallic coil-shaped structures measuring 1.2 and 5.0 cm in length. Lot number: c51080 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.